Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, for a clinical study reported a non-serious wound infection at the pocket where the ins was placed; improvement was achieved by administering antibacterials. At the time of the lead implantation, there were not any lead or extension abnormalities which led to the onset of the event. There was no relationship to the lead. Culture results from the ins implant site confirmed staphylococcus aureus "2+". Patient was recovering at the time of the report. Patient's medical history included diapedetic incontinence, atopic dermatitis, bowel sphincter treatment history, and sclerotherapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider for a clinical study, via the manufacturer representative, reported bowel incontinence did not occur almost, however, the patient was still concerned about gas so the ins was reprogrammed. The patient¿s implant site felt uncomfortable and wound dehiscence was found on (B)(6) 2016 when they visited the hospital. The wound site was incompletely sutured and there was a severe wound site infection due to the device exposure; the patient was admitted due to ins replacement procedure and emergency treatment administered to the wound. On (B)(6) 2016, a new pocket was made ¿close to the middle/center¿ and a short subcutaneous tunnel was created for the new ins; degenerated ¿skins¿ on the exposed site were removed, the wound site was cleaned up, and the site was sutured with astriction, pulling the lead. The physician changed groves and connected the ins to the lead using new groves. The implant site was sutured and there were no infection signs. The physician thought the cause of the ins moving and wound dehiscence was due to a change in life style, noting the patient moving his own body more than before due to a new job. It was determined that stimulation of body motion would cause crushing of the subcutaneous tissue and this led to the exposure of the device.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that at the time of the implantable neurostimulator (ins) implant on (B)(6) 2015, an infection was suspected, but not confirmed. There was exudate observed at the exposed region of the extension. The ins implant site tissue was submitted for culture, ¿to be on the safe side.¿ the wound site was cleaned with gentamicin. The ins system was still implanted and the patient¿s disease was fecal incontinence. No further information was reported. A follow up report will be sent if additional information is received.

Event description:
Additional information received from the healthcare provider for a clinical study reported the event was serious, noting prolonged hospitalization for treatment. No symptoms of infection. The patient recovered on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.